Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller display button not functioning was not confirmed as the reported event was not reproduced during testing of the returned system controller. The returned controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, the display button functioned as intended. When the display button was pressed and then released the controller¿s information display screen activated as expected. The display button was then pressed multiple times to navigate through the pump and system information without any issues. The display button was used to activate the information display screen and to navigate through the system information several more times without any issues. Additionally, the alarm silence button and display button were simultaneously pressed and then released, and the alarm history screen activated without any issues. The controller was disassembled to inspect the integrity of the internal components and no issues were observed. The downloaded log file contained approximately 1 day of relevant data ((B)(6) 2021 per the timestamp). The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed in the log file. The driveline was disconnected on (B)(6) 2021 at 12:33:48 to exchange the system controller. The pump maintained a speed above the low speed limit without any issues while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 07aug2019. Heartmate 3 instructions for use (IFU) section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ explain how to view the pump and system information on the system controller¿s user interface screen. The IFU and patient handbook state to press and release the display button to view the pump and system information on the user interface screen. The documents state that each push of the display button brings up a new screen and that each screen illuminates for 15 seconds before it goes black, unless another button is pushed. The IFU and patient handbook also explains how to view the controller¿s alarm history on the user interface screen. The documents state to view the six most recent alarms on the user interface screen, simultaneously press and release the silence alarm and display buttons. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.

Event description:
It was reported that the display button of the system controller did not work anymore and the controller was exchanged.